Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of failed battery test and battery out limit alarm. Customer's blood glucose reading was unknown. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting, customer was not able to clear alarm. The insulin pump was not returned for analysis.